Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Medical devices: item # 31-301852, hex screwdriver, lot # zb170702; item # unk, hip-unknown-stems-unk, lot # unk. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-09276, 0001825034-2018-09277.

Event description:
It was reported that the surgeon connected the arcos body trial to the arcos stem in the femur. When he went to unscrew and disconnect the trial from the stem, the screwdriver head broke off in the trial. The surgeon was unable to disconnect the trial from the implanted stem. He used the slap hammer, and removed the entire construct. The proximal body trial was found to be loosened from the stem, and we were able to proceed with the surgery. The torque screwdriver was unable to be utilized for the rest of the case, and the body trial has the tip of the driver in it. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.

Event description:
No further event information available at the time of this report.